Event description:
Patient was undergoing a ureteroscopy with laser lithotripsy, and a ureteral stent placement. After placing the ureteral stent, the surgical tech noticed the metal tip of the ureteral stent pusher was missing. Surgeon informed and a search of the surgical field and floor was done. The metal stent pusher tip was not found. Surgeon looked in the bladder with the scope and did not see the metal tip. Fluoroscopy was done to look for foreign body and nothing seen. Surgery was completed without further incident.